Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient stated their cartridges had been leaking, similar to a previously documented case. The patient indicated that they were filling the cartridges according to instructions and were not overfilling, yet the leaking continued. The patient noted that the issue caused elevated bg levels, which typically returned to normal after changing the cartridge. The patient had only two cartridges remaining, and replacement supplies were requested with 2-day shipping. The patient was not home and was unable to provide lot numbers. During this event, the patient reported a high bg level for approximately two hours, received alerts for elevated bg, did not use backup therapy or ketone testing, did not require medical intervention or assistance, and did not experience any immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.